Event description:
Hub breaks: "introducer hub broke when attaching delivery system. Hub of sheath broke in half-was not able to attach hub to touhy adapter on delivery device-physician cut off hub and held sheath to delivery device with fingers to allow passage of filter safely through sheath and correctly deployed in pt's ivc ultimately."